Event description:
A registered nurse at the customers facility contacted corporate product surveillance in 2009 to report an occlusion alarm that occurred on an infus o.r. Pump. The pump was infusing propofol, dosage unknown, for a short period of time on a female patient when pump alarmed occlusion, and the therapy was stopped. The syringe being used was not a bd or monoject. The syringe was purchased from cardinal. The pump was replaced and therapy continued. This was found during patient use, with no patient injury reported or medical intervention needed. No additional information is available.

Manufacturer narrative:
The device has been requested for evaluation. Should the device be received, and an evaluation performed, a follow-up report will be filed.